Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was implanted in the lad and one non-medtronic stent was implanted in the rca. Approximately 32 months post index procedure patient suffered hemorrhage of brain stem and was treated with medication, auxiliary ventilation, endotracheal intubation, continuous gastrointestinal decompression, indwelling catheter, treatment to the quiescent point mannitol cefuroxime sammy dehydration of intracranial pressure to omeprazole acid suppression dopamine continue pumping to maintain blood pressure and other treatments. One day later, the patient died. Investigator assessed the event as not related to the device, or anti-platelet medication.